Event description:
A resolute integrity was being used to treat a lesion in the mid lad. There was 60-70% stenosed and average tortuosity. Device was removed from packaging per IFU with no issues noted. The device was prepped prior to use with no issues noted. The lesion was pre-dilated. It was reported that a lot of force was used in an attempt to position the stent. On removal of the stent following failure to position the device the stent struts were deformed. There was no patient injury reported. Device evaluation: there were numerous kinks visible along the hypotube. The catheter was kinked at the guidewire entry port. The distal shaft was flared. A number of struts on the 3rd distal segment were raised and deformed. The remaining segments were intact.

Manufacturer narrative:
Results and conclusions: (force used to deliver the stent). (Stent deformed). (60-70% stenosed and average tortuosity). (Force used to deliver the stent). (B)(4).